Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device failed during use; the green light was showing but would not penetrate the bone. A manual insertion was not attempted. There was no patient injury or consequences.

Manufacturer narrative:
Qn#(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and the green led displayed. Distal tip rubber seal was not protruding from casing. The driver was subjected to simulated saw bone insertion test. The driver failed the first insertion attempt with a two second stall and the test was discontinued. The motor was connected to dc power supply (ID (B)(6)) and set to approximately 18v. When the trigger was pulled the led flashed green and the motor ran. An attempt to parse the eprom data was made but a connection between the reader/computer could not be established. Batteries were subjected to a simulated load test. Load test results show that all batteries were depleted below 20% capacity. A review of the certificate of conformance found that the driver passed all release criteria. The device was released in 09/2009 and is approximately 7 years old. The customer's complaint that the driver failed. Other remarks: under a green led light condition was confirmed. The reason the driver lost power was due to battery depletion. The batteries were tested under simulated load conditions and each one was found to be depleted less than 20% capacity. The customer's complaint was confirmed. The reason the driver lost power was due to battery depletion. Teleflex has also opened CAPA (B)(4) to investigate the cause for the led remaining green.

Event description:
The device failed during use; the green light was showing but would not penetrate the bone. A manual insertion was not attempted. There was no patient injury or consequences.